Event description:
Affiliate reported that the patient's ventricles became enlarged. The pressure was changed twice on two separate occasions with no improvement. As a result, the surgeon suspected a device blockage and revised the valve. During explant, it was noted that the silicone housing was broken.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this device was found to be fully functional. Other than the tear reported by the customer, this complaint reported could not be duplicated in the laboratory setting. As mentioned, a tear was found in the silicone housing, however, it is not possible to determine if it occurred prior or during the explant procedure. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. An enhancement was made to the design of this device, which added a wall thickness. This enhancement was designed to reduce the likelihood of propagation of small cuts or tears. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.